Event description:
Report received of patient experiencing increased seizures. It was reported that their battery was thought to be at end of service (eos). The patient underwent vns generator replacement, and the reason for replacement was listed as "prophylactic," indicating the generator battery was not depleted. The explant facility is known to discard all explanted devices. No additional relevant information has been received to date.

Event description:
Per the physician the increased seizures were above pre-vns baseline. No additional relevant surgical intervention has been received to date.